Event description:
It was reported that "(B)(6) status post c1-c2 fusion for a odontoid fracture that failed prior attempt at cervical collar. Surgery on (B)(6) 2012. Pt was having pain xray was ordered. X ray revealed that the screw head had disengaged from screw shaft. Blocker was still fixed to tulip head. Reoperation was performed to replace the screw. Tribus would like a f/u."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.